Manufacturer narrative:
Company rep evaluated the unit. Telepacks have been replaced by the factory and no drop issues since.

Event description:
Customer reported an issue with panorama central station telemetry drop out, which may have affected telemetry monitoring. No pt injury was reported.